Manufacturer narrative:
(B)(4). Physio-control is in the process of repairing the device and continues to investigate the issue. Physio will submit a supplemental report on this event on the FDA as provided by 21 cfr 803.56.

Event description:
During scheduled inspection, the customer reported that the device was failing the user test and giving the "connect test plug" or "abnormal energy delivery" messages with paddles. Physio-control evaluated the device and found that the device was unable to detect a connection to provide a defibrillation therapy. There was no patient use associated with the event.